Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H2) device evaluation: d9 - date returned to manufacturer: 12/18/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was there was a bad air in line sensor and a damaged printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air in line sensor and pwa board, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that, "air in line." No other information was provided. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.